Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced arm paresthesia and neurological dysfunction. A computed tomography (CT) scan of the brain/head confirmed an ischemic stroke. It was noted that the patient had a risk factor of sometimes having high blood pressure. The patient's anticoagulation was reported to be therapeutic, and blood pressure and international normalized ratio (inr) labs were within the expected range. The patient was hospitalized and treated per hospital protocol and was reported to be stable. Log files were reviewed and showed no significant anomalies, and an echocardiogram was planned. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that no intervention has been performed so far.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: outflow graft d4: expiration date: 30-nov-2021 / lot#: 2002815519 h4: mfg date: 30-nov-2019 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.